Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that while performing an open gastrectomy, ntlc75 got stuck hence sr75 deployed half stapled line. Knob of ntlc75 broke. Procedure was successfully completed. No piece or pieces of firing knob fell into the patient. There were no patient consequences.